Event description:
It was reported that there was a motor stall noted in event logs with no motor stall recovery recorded. The patient reported that the pump began alarming at 4 am, (B)(6) 2010, awakening him from sleep. Patient stated he had prialt in his pump since implanted in 2007. The motor stall was detected at a routine pump refill, and confirmed in event logs. At the time of pump replacement, patient reported a slight increase of pain. The pump was reprogrammed to a minimum rate. On (B)(6) 2010, the pump was replaced. Hospital policy dictated that the pump be sent to pathology. The pump administered prialt at a concentration of 100 mcg/ml and a dose of 59.03 mcg/day. The status was noted as: recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.